Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on varices in the esophagus. According to the complainant, the bands of the device would not deploy, when the handle was turned. There was no difficulty experienced, while setting up the device. No damage was noted to the device, or device packaging. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on varices in the esophagus. According to the complainant, the bands of the device would not deploy, when the handle was turned. There was no difficulty experienced, while setting up the device. No damage was noted to the device, or device packaging. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.